Event description:
The user facility reported that the distal portion of the guiding sheath became partially separated during removal after a cross-over pta procedure. Some difficulty was initially encountered during access, which was reportedly due to scarring from earlier operations. Additional "hard resistance" was met during removal causing the sheath to stretch and leaving the distal section attached by the coil wire. The physician created a secondary puncture on the opposite side from which he was able to remove the partially detached section without difficulty using a catheter snare.

Manufacturer narrative:
Conclusions - visual examination of the returned sample confirmed the info provided during follow-up communication with the physician with regards to stretching of the guide sheath prior to partial separation. No abnomalities or defects were noted on visual inspection and functional testing of reserve samples. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The event description and appearance of the returned sample are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance, presumably related to the reported scarring in the pt's groin. The device labeling does address the potential for such an occurrence in the instructions-for-use. "Advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in qa for appropriate tracking, trending, and follow up.